Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. Loss of pacing and loss of sensing were also noted. The lead was repositioned and remains implanted. The patient was in good condition.